Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *please confirm the number of sutures that ""cut"" during this procedure. *were there any unexpected outcomes or complications as a result of the prolonged surgery time? *if additional sutures were ¿cut¿ during additional procedures, please create additional pcs for each procedure or create an ambiguous pc to capture cut suture during an unknown number of procedures. Please explain. What in the physicians opinion was the cause of the suture breakage? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-10111.

Event description:
It was reported that a patient underwent a pancreatectomy procedure on (B)(6) 2023 and suture was used for anastomosis. With different suture techniques, the thread was cut between the knot and the needle. The surgery was delayed 10 minutes and then successfully completed. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/18/2024. Additional information was requested, the following was obtained: please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.